Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6) 314-02-02 - equinoxe glenoid, pegged alpha, small. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a right anatomic shoulder replacement, underwent a revision procedure. The patient presented with a torn cuff. The surgeon extracted the anatomic implants in situ and converted the patient to a reverse tsr using another companies implants. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays are available. The explanted devices are not available for return as they were discarded by the customer. No further information.